Event description:
Hcp reported pt was experiencing increased pain levels. At fefil, more drug than was expected remained in the pump (volume discrepancy). The pump was explanted after an implant duration of 34 months and replaced. A follow up report will be sent if additional info is received.